Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the issue. The service history review revealed no previous service events that would cause or contribute to the reported problem. A visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Current leakage testing was performed. The sample analysis revealed non-conforming product that could have caused or contributed to the reported problem. The direct cause of rite issue of earth leakage failure was determined to be blown fuses by a malfunctioning pump assy due to fluid intrusion. The device was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.